Event description:
It was reported that during testing the unit would not turn on, even after trying with various power supplies. At product evaluation investigation the device was found with exposed wires. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the device would not turn on; evidence of third party repair, exposed wires, out of calibration at zero reading, and the control bar was out of position. The plug harness, end caps, motor, eccentric shaft, switch, mount, thickness control lever, and various bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.